Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to his normal results of "60-130mg/dl". The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at approximately 11pm. The patient reportedly obtained a blood glucose result over "350mg/dl" with the subject meter. It is not known how often the patient tests his blood glucose; however, the patient indicated he manages his diabetes with insulin (self-adjuster) and in response to the alleged issue the patient administered an increase dose of humalog insulin (21units). At an unknown time later, the patient claimed he woke up feeling sweaty and disoriented. It is not known what treatment, if any, the patient received following the alleged meter issue. It is also not known how soon after the patient's symptoms improved. The patient denied testing his blood glucose with another device. During troubleshooting, the csr noted the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.